Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during preparation of the 2.5x28 mm xience alpine stent delivery system (sds) a kink was noted on the shaft near the hub. The inflation device was connected to the xience alpine sds and as the inflation device filled up with contrast, it was noted that air or contrast was coming out from a crack in the hub. The device was not used. There was no patient involvement and no clinically significant delay in the procedure reported. A same size xience alpine sds was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis. The reported cracked hub and the reported leak were able to be confirmed. The reported shaft kink was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.